Event description:
Per the customer, there is a variance/inaccuracy between the smart instrumentation and the instruments that were calibrated and validated with a navlock. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, there is a variance/inaccuracy between the smart instrumentation and the instruments that were calibrated and validated with a navlock. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.